Manufacturer narrative:
The cartridge was returned to animas for testing. It was noted that the cartridge was returned with no lot # attached. It was also noted that the cartridge passed visual inspection. No damage or defects were observed to the luer, o-rings, plunger or cartridge body. A force test was performed with no failures at the conclusion of testing. No defect was found at time of investigation.

Event description:
The patient contacted animas alleging no insulin was coming out when attempting to prime or obtain basal and bolus deliveries. At the time of troubleshooting, the patient reported seeing insulin coming out from the cartridge cap when attempting to prime pump per customer support request. The patient informed animas customer support that she went to the ER on the early morning of (B)(6) 2011 due to a high blood glucose (bg). The patient reported her bg began to increase (readings not provided) after changing supplies on (B)(6) 2011. The patient stated that at 2am on (B)(6) 2011 she began to vomit and at 1:30pm she went to the ER and when tested with hospital meter her bg was 409 mg/dl. The patient reported that she was treated with IV insulin and fluids and was discharged with a bg of 302 mg/dl. It is not known if the patient changed site/set after changing set on (B)(6). The patient denied any visible damage on either the cartridge or tubing at the time of the call. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.